Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was submerged completely in water and then it alarmed button error and the buttons have an intermittent response. Customer stated that when the buttons respond, they do the incorrect function. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.